Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 31486177l and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation, and the patient experienced cardiac tamponade that required pericardiocentesis. After electrophysiology study (eps), when mapping was performed under v-pace, heart rate shifted to tachycardia. Once pacing was stopped, blood pressure decrease was observed. Echocardiography revealed pericardial effusion. Drainage was performed. Patient improved. No extended hospitalization was required. The physician considered that the thermocool smarttouch sf catheter might have perforated the cardiac wall when the catheter was placed in the right ventricle (rv). There was no error code. The perforation was suspected and not confirmed and therefore, this event is only considered as cardiac tamponade.